Event description:
It was reported the cdh33 was used during a sigmoid resection. It was reported the anvil waxs extended and removed from the trocar. The trocar would not retract into shaft of the instrument when the adjustment knob was turned clockwise. Another cdh33 was opened to complete the case. There was consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/cut; damaged anvil/anvil shroud, no; damaged guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, all present and tissue present/describe, no. Functional tests & results: indicator response, good; safety release, good and trocar/anvil fit, good. Analysis conclusion: based on info received and visual and functional results, it appears likely that adjusting knob had been over-extended beyond design limits of instrument. This is evidenced by visible damage to instrument. It should be noted that if adjusting knob is extended beyond design limits, it will cause knob to pop out of place and may prevent trocar from retracting as designed. As stated in packaging insert, adjusting knob should be dialed open until orange tying area is visible. Instrument was received with trocar fully retracted into instrument. Instrument was cycled and it cycled as designed. There were no anomalies noted with trocar retracting as designed. Mfg and engineering have been notified of reported incident.